Event description:
Alaris guardrails infusion pump software cannot accommodate complex three step dosing strategies such as what is needed for alteplase for ml. During covid 19 pandemic more lytics have been needed for stemi and tenecteplase has not been readily available. Alteplase dosing strategy for ml is as follows: "patients >67 kg: total dose: 100 mg over 1.5 hours; administered as a 15 mg IV bolus over 1 to 2 minutes followed by infusions of 50 mg over 30 minutes, then 35 mg over 1 hour. Maximum total dose: 100 mg; patients: 567kg, infuse 15 mg IV bolus over 1 to 2 minutes followed by infusions of 0.75 mg/kg (not to exceed 50 mg) over 30 minutes then 0.5 mg/kg (not to exceed 35 mg) over 1 hour. Maximum total dose: 100 mg" so for both weight classes there is a bolus and then two steps for infusion. Product can/should come out of one vial/prep and then be programmable to have all three steps go through the ders. However, alaris only allows a bolus and then infusion (not two step infusion). So either a new programming step has to be introduced or bolus has to be drawn out of the vial- each of which introduces error/risk. Light-hearted friday note- my phone is sending me a notification that one of the zones for my sprinkler system will be adjusted this evening based on rainfall this week. However, I cannot get a ders system in the us that allows for alteplase dosing to be easily and risk reducing enough to program in a dosing strategy that has been around for 3 decades. (B)(6).